Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found the white blood count (wbc) bath waste line was not properly sitting in the channel of pinch valve. The fse replaced the probe, air and waste filter. The fse verified that instrument was not leaking. Controls were ran and all passed. The root cause could not be determined to date for this event. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was fluid leaking in the front of the coulter act diff 2 analyzer. The spill was cleaned up, by the customer, according to the defined laboratory protocol. No injuries occurred and medical attention was not sought. There was no report of operator exposure to mucous membranes or open wounds. Patient treatment was not affected in this event.